Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 200 ohms. It was also noted that there were non-physiologic deflections observed on the shock channel. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement greater than 200 ohms. It was also noted that there were non-physiologic deflections observed on the shock channel. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that the device was programmed off, and potential device revision was discussed. This implantable cardioverter defibrillator (ICD) remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.